Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted once the investigation has concluded.

Event description:
During an l2-s1 posterior fixation procedure, the navigation system intermittently lost recognition of tracked instruments and the patient array despite continued visualization of tracking spheres. Loss of positional tracking occurred while a pedicle screw was partially inserted, requiring screw removal and robotic realignment after tracking was restored. This resulted in a procedural delay. One screw was reported to be placed medially. Postoperatively, the patient reported leg pain.